Event description:
The customer reported that she applied the device on (B)(6) and her blood glucose remained in normal range until the next morning when it measured 251 mg/dl. She gave a correction bolus with the pod and at 10:00 am her bg was down to 236 mg/dl. When her bg was up to 297 mg/dl at 12:47 she removed the device. She noticed dampness and a bent cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to ge results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."